Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she is unsure if the insulin pump is delivering insulin and would like to check the bolus history. Customer does not recall any significant events leading to the error. Customer's blood glucose was 500 mg/dl at the time of incident. Customer declined to troubleshoot and will call back at a later time, however troubleshooting did walk customer through the bolus history. No further information was provided.